Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that insuling would not flow with 4 bd nano¿ 2nd gen pen needle during injection. There was no report of patient impact. The following information was provided by the initial reporter: it was reported took about 4 pen needles to press out insulin during injection.